Manufacturer narrative:
Device not returned.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Reportedly, the cartridge was reloaded to resolve the issue. Customer's blood glucose (bg) level was 195mg/dl.